Event description:
It was reported that a patient underwent a procedure with lasso¿ 2515 variable circular mapping catheter and deflection did not worked. There was no patient consequence. During procedure, the catheter was not able to be deflected. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of ring # 20 distal side was rough with white material underneath it of the product returned on (B)(6) 2015 and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that distal side of ring # 20 was rough and had some white particle underneath. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material, the results demonstrated that the particle is a styrene ¿ polymer (abs) based material. It is unknown how the ring was damaged and the origin of the foreign material. An internal corrective action has been created to investigate this condition. Per the event reported, the catheter was tested for deflection and contraction and the catheter failed the contraction test. Afterwards, the catheter was dissected and puller wire from contraction was found detached from the slug, causing the contraction issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint regarding a deflection issue was confirmed. However, the root cause of the damage ring remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. For the damage ring/foreign particles, as previously stated, an internal corrective action has been created.